Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was explanted and not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report because the clip became entangled in the chordae, resulting in chordal damage, and the clip could not be retrieved. The clip was implanted on the chordae and the patient underwent surgical valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, and a posterior leaflet prolapse. Echocardiogram imaging was challenging. The clip delivery system (cds) was advanced to the left ventricle; however, while advancing the cds, the shaft would dive anterior. At this point, the clip became entangled in the chordae. Troubleshooting steps were performed, but were unsuccessful. When an attempt was made to retract the clip, an anterior leaflet chord ruptured which resulting in an anterior flail and increased mr of 4. The clip was deployed in the chordae under the anterior leaflet and the guide and cds were removed over the gripper line. It was determined that the location of the clip under the anterior leaflet would make placement of another clip difficult; therefore, the gripper line was left in place, and the patient was transferred to mitral valve (mv) replacement surgery. During surgery, the clip was explanted. A clinically significant delay was reported due to the issue with the cds. It was confirmed that the mitral valve surgery was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the clip caught on chordae appears to be related to challenging visualization and difficult delivery catheter (dc) shaft positioning. A definitive cause for the reported difficult to position (dc shaft positioning), however, could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.